Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was missing pixels. There was no known impact to the customer¿s blood glucose. Reportedly, customer continued to use the pump along with manual injections for insulin therapy.